Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. This failure mode has been investigated. The failure mode has also been addressed, which increased the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. An straight shell inserter was returned for review. As returned, the hex bolt is fractured and has come out of the frame , the diameter and the hardness are confirmed to print specifications . The screw could pass the go gauge test .the device shows wear & tear which has occurred during a potential field age of approximately 5 years and 6 months..it is unknown how many times the device had been used during that time DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as this was an already addressed issue. Investigation results concluded that the reported event was due to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation at the time of this report. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the shell inserter broke. No adverse events have been reported as a result of the malfunction.